Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set to address the alarm. Customer's blood glucose was 160 mg/dl. Customer reported using u-500 insulin. Tandem technical supported advised customer that the system is indicated for use with novolog or humalog u-100 insulin only.